Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure, stent damage occurred. The physician attempted to treat an in-stent restenosis of an unknown stent located in the distal rca (right coronary artery) with a 3.00x16mm taxus liberte drug eluting stent. The stent delivery system was unable to cross the placed stent due to getting "stuck" right before the target lesion. The taxus liberte stent was noted to be "deformed". Balloon angioplasty was performed and an unknown 2.75x16mm stent was successfully placed to complete the procedure. There were no reported patient complications. The patient status is listed as "good".